Event description:
Report received of self-delivery. The device was returned to the biomedical department with the plug portion of the pt pendant cable broken off the pump. There was no tracking information provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the pump self-delivered. There were no reports of any adverse pt events while the device was in clinical use.